Event description:
It was reported that the patient experienced a vf storm and received multiple unsuccessful shocks. External defibrillation and CPR were administered. The patient was placed in an induced coma and placed on ECMO. Patient was also given amiodarone at this time. Ten days later, a left ventricular assist device and a dual coil lead were implanted. Dft testing was successful. The patient was later discharged home and placed on transplant list. The patient was well after the event.